Event description:
Rptr alleged discrepant back-to-back blood glucose result of 58 mg/dl and 56 mg/dl on the inform system when compared with 37 mg/dl on a laboratory analyzer. The rptr stated that the infant was started on a glucose IV. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.